Manufacturer narrative:
E1 - facility name: (B)(6) hospital, (B)(6) medical university. E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurred and indistinct image. The issue was found during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: uc sheath malfunction / component failure of the uc sheath. The cause of the uc sheath failure could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of uc sheath causes the image to be blurred and distorted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.